Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 3 bd q-syte luer access split septums leaked. "This initial report is being reported by lpch on behalf of the patient. A 68-year-old female patient with lpch ID (B)(6) reported on (B)(6) 2020 that she has had three faulty bd q-syte luer and has had to change them due to leaks. The patient reported she wasn¿t sure if it was this or the lines however when she changed the bd q-syte luer it stopped so assumes it¿s this. Batch number- 9305462 and expiry date - 30/09/24. At the time of the report the outcome of the event was unknown. No further information was provided".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd q-syte luer access split septums leaked. "This initial report is being reported by lpch on behalf of the patient. A (B)(6) female patient with lpch ID ¿(B)(4) reported on (B)(6) 2020 that she has had three faulty bd q-syte luer and has had to change them due to leaks. The patient reported she wasn¿t sure if it was this or the lines however when she changed the bd q-syte luer it stopped so assumes it¿s this. Batch number- 9305462 and expiry date - 30/09/24. At the time of the report the outcome of the event was unknown. No further information was provided"